Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient only suffered rupture on the right breast implant. The left breast implant was intact during explantation. The patient was also diagnosed with bilateral breast deformity. And along with removal and replacement of the implants on (B)(6) 2021, the patient also underwent bilateral capsulectomy, capsulorrhaphy, and left periareolar mastopexy. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information indicating that the replacement devices were the following: (left) 295cc mentor memorygel breast implant catalog: smpx295 lot: 9575842 sn: (B)(6), and (right) 295cc mentor memorygel breast implant catalog: smpx295 lot: 9632697 sn: (B)(6) . On (B)(6) 2022, mentor received additional information indicating that the implants are no longer available for return. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone breast reconstruction revision with two unspecified mentor gel implants, suffered bilateral breast capsular contractures (baker grade IV), post-procedure. As a result, the patient underwent bilateral removal on (B)(6) 2021. It was then discovered that both implants have ruptured. Subsequently. The implants were replaced with mentor gel implants. This medwatch form is for the right breast prosthesis.